Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was unconscious at home at the time of the event. The patient's family was present during the event. A review of download data revealed that the lifevest delivered seven treatments during the event. The lifevest detected vt (190 bpm) at 01:06:02 and subsequently deployed gel. Treatment #1 was delivered at 01:07:37 during vf. The post-shock rhythm was bradycardia (30 bpm) that subsequently degraded to asystole. The patient's rhythm went into vf at 01:15:10. Treatments #2 and #3 were delivered at 01:15:39 and 01:16:11 during rapid nsvt. The post-shock rhythm for both treatments was a sinus rhythm. Rapid rate contributed to the false detections. The patient's rhythm degraded to vt and the lifevest delivered a fourth treatment at 01:17:46. The post-shock rhythm was nsvt. The patient's rhythm degraded to vf and a fifth treatment was delivered at 01:19:04. The post-shock rhythm was bradycardia (30 bpm). A sixth treatment was delivered at 01:19:38. The patient's rhythm was a sinus rhythm at the time of the treatment. Multiple counting of the cardiac signal contributed to the false detection. The post-shock rhythm was severe bradycardia (10 bpm). The patient then went back into vf and the lifevest delivered a seventh treatment at 01:23:57. The treatment successfully converted the arrhythmia to bradycardia (40 bpm). At 01:28:30 the patient's rhythm degraded to asystole. Asystole is considered a non-treatable rhythm. The patient passed away at approximately 1:39am. The electrode belt was disconnected at 01:40:39.